Event description:
The pt was treated in the study with a precise stent in the proximal left internal carotid artery (l5). Post procedure, it was noticed on the pts EKG that there was a change. An echo confirmed that the pt suffered a myocardial infarct (mi). There were no further medications given because the pt was currently on all the applicable meds. The pt did not show any symptoms and wanted to be discharged. There was no occlusion in the contralateral carotid. Qualitative lesion calcification was not documented and vessel tortuosity by visual inspection was mild. Pre-dilatation was not documented. The final target lesion percent diameter stenosis was 10. The pt was discharged and followed up with personal cardiologist. The pt is scheduled for a CABG. The coronary event was determined not related to the cordis product, but possibly related to the index procedure.

Manufacturer narrative:
This product is not available for analysis. Add'l info will be provided within 30 days of receipt.